Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was experiencing error 90008, indicating either a defib or pacer test failure. There is no indication of patient involvement.